Event description:
As reported by the edwards (B)(6) affiliate, during the transfemoral tavr procedure, post valve deployment a myocardial injury was noted to the aortic side of the left ventricular outflow track (lvot). A ¿myocardial haematoma¿ was observed in the aorta just above the distal point of where the valve landed.

Manufacturer narrative:
The annulus measured 19.8mmx27.2mm, with an area of 383.8 by CT. The patient had a severely calcified native valve. The sinus of valsalva (sov) measured 30.1mmx34.7mmx32.4mm. Cine and echo images were submitted to edwards and reviewed by an edwards physician proctor. The following observations/impressions were made: the patient had a very large sinus and bulky leaflet calcification on the right coronary cusp (rcc) and non coronary cusp (ncc). During bav with contrast injection the nc bulky calcified leaflet was pushed together with the pigtail against the sinus of valsalva (sov) and stj (pigtail was squeezed between the aortic root and bulky calcified cusp). The valve was initially positioned approximately 50:50; however, during deployment the valve moved and landed approximately 60:40 aortic/ventricular. Significant ai was noted post valve deployment. The post deployment tee showed severe aortic leaflet calcification and a hematoma posterior in the annulus. Impressions: both the echo and angio showed the presence of bulky leaflets (ncc and rcc). It is likely that the bulky nc cusp was pushed by the 23mm delivery balloon against the aortic root, causing damage (as suggested by the aortography performed during the pre-deployment bav using a smaller balloon). This is consistent with the echo findings of posterior aortic root hematoma. Per the instructions for use, hematoma is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The available literature addressing peri-aortic hematomas following transcatheter aortic valve replacement (tavr) indicate that there are several possible etiologies and potential contributing factors, including the presence of bulky calcification of the non-coronary cusp (ncc), potentially causing calcification to be pushed against the aortic wall during inflation of the balloon; certain anatomic features, including the disparity between the volume of cusp calcium and the volume of the sinus of valsalva; clinical features, including advanced age, female gender and small body weight; deformation of the wall of the aorta during balloon inflation; exacerbation by intra-procedural hypertension immediately following tavr; ¿overstretching¿ of the annulus and/or the aortic root; and size mismatch between the native aortic annulus and transcatheter heart valve diameters. In this case, per the imaging review, it is likely that the hematoma was created when the bulky nc cusp was pushed by the 23mm delivery balloon against the aortic root. Other contributing factors include female gender and advanced age. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.